Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) because they identified multiple patient samples for which the incorrect name and date of birth were associated with sample results obtained when using the vitros xt7600 integrated system in combination with the vitros automation solutions instrument manager. This event meets potential health and safety criteria, as results could have been associated with the wrong patient and mis-reported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The mis-associated results were not reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that the incorrect patient name and date of birth were associated with six (6) patient samples when using the vitros automation solutions (vas) instrument manager in combination with the vitros xt7600 analyzer. The assignable cause of the event was determined to be user error. A review of log files indicates that the customer incorrectly programmed the samples on the vitros and likely carried the patient demographics from one sample to the additional five (5) samples via batch loading. The vitros xt7600 integrated system was operating as programmed. Initial reporter email: (B)(6).